Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 bubb det sensor, low level ii. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and he could not confirm the reported failure. The device was found to be working according to the specifications. Functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova received a report that the main pump on s5 system did not stopped at the level sensor alarm during priming. The user turned off and on the main power of the system and the issue disappeared. There was no patient involvement.